Event description:
It was reported that "revised due to tightness in the hip. No pain, but reduced range of motion and stiffness".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.